Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited noise, oversensing and low out of range shock impedance measurements less than 20 ohms. Additionally, the device exhibited long charge times of 45 seconds resulting in a charge time out message and the device reaching end of life (eol). An invasive procedure was performed. The device was explanted and replaced. The lead was attempted to be explanted, however, the lead sustained insulation damage during attempts to explant with extraction tools and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.